Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated intraperitoneally with unspecified antibiotics (dose and frequency not reported) for peritonitis. It was reported that treatment was withdrawn and the patient was discharged from the hospital after 10 days. At the time of this report, the patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.